Event description:
Covidien received info stating that an 840 ventilator displayed an error code that rendered it inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. The date of the event is unk.

Manufacturer narrative:
The ventilator involved in this report was not evaluated by the MFR. (B)(4).